Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) was confirmed due to the belt being unable to baseline, indicating corrupt programming on the distribution node (dn). The root cause for the corrupt programming on the dn board was unable to be positively identified. There was no adverse event that resulted from the damaged belt.